Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
The user reported the extracorporeal tubing used with the connector was not fitting as tightly as expected. In one case, the connector disconnected from the tubing. There was no reported adverse consequence to the pt as a result of this event.